Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down and the user was unable to issue metronidazole 250 mg medication. A technical support specialist (tss) found the cubex application was up and running, found no failed drawers in populate buttons screen, witnessed the customer searching for the item, but it was not assigned to the cabinet. The tss confirmed that the customer turned the cabinet and the all in one (aio) back on to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet was down, and the user was unable to issue metronidazole 250 mg. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.